Event description:
The customer reported that while on a patient, the achieva ventilator alarmed audibly, the screen went blank and unit failed to cycle. There was no patient harm or change in therapy.